Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of the femoral artery. A 6f 50 cm non-bsc sheath was advanced to the lesion located in the left side of the body. A non-bsc guide wire was advanced to the lesion. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left side of superficial femoral artery (sfa). A 6.0mmx100mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at 4 atmospheres after being inflated for 5 seconds. Contrast leakage was noted. When the device was removed, it was found out that the balloon ruptured longitudinally. The ruptured balloon was removed completely from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.